Manufacturer narrative:
The insulin pump had intermittent escape and act button response due to a flattened dome switch. The keypad connector was inspected and no anomalies noted. The insulin pump back light functioned properly. No cosmetic damage was noted. (B)(4).

Event description:
The customer reported via telephone call that the buttons were hard to press and that the back light did not come on. The blood glucose reading was 195 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.